Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that patient was revised to a constrained liner and head for stability. Original implant date unknown. Doi: unknown dor: (B)(6) 2021 right hip.